Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient woke up in the morning and noticed high blood glucose level (over 300 mg/dl) and changed the site due to the tubing coming out while sleeping. The detachment occurred at quick release. The site location was right hip and the pump was worn on the same side. The infusion was being used for 3 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient taped the set to ensure it does not pull and the pump was not dropped with the set connected to the patient's body. No further information available.